Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. Phone number: requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-00943. (B)(4).

Event description:
Per literature review: the article entitled; endovascular treatment of refractory iatrogenic femoral artery pseudoaneurysm using amplatzer vascular plugs following unsuccessful retrograde angio-seal deployment from the indian journal of radiology and imaging, 2019 apr-jun; 29(2): 211-214. The patient with a history of sarcoidosis was brought to the lab for myocardial infarction. The procedure was a success and the blockage in the coronary artery was opened. The patient had the right common femoral artery (cfa) closed with an 8fr angio-seal and was discharged two days later. The following week the patient returned with a pulsatile mass in the right groin. Further investigation of the right groin with ultrasound determined the presence of a pseudoaneurysm. The first attempt to treat the pseudoaneurysm with thrombin injection was unsuccessful. The second attempt to seal the pseudoaneurysm with an "off-label" retrograde deployment of an angio-seal device into the aneurysm was unsuccessful. The third attempt of sealing off the pseudoaneurysm with a competitor amplatzer 4 vascular plug was successful. Post angiogram showed no presence of residual flow to the aneurysm.